Event description:
It was reported that the patient had a pocket revision due to the device pocket site appeared bruised. It was also reported that in the past the patient had an inappropriate shock during sex for atrial fibrillation. The device was explanted and downgraded to a pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.